Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump's screen was white and flashing. The battery was removed but the flashing did not stop. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with a constant flashing white light on the display due to vertical cracked lcd controller printed circuit board. The insulin pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.